Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "'door not fully latched' alarm", determined to be caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched. It was also reported that there was no pt injury.